Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed but at this time the data has not been sent to be analyzed. This pacemaker remains in service. No adverse patient effects were reported.